Manufacturer narrative:
Initial reporter city: (B)(6). The event occurred on an unreported date "half a month ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause and treatment were unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow-up.